Event description:
The facility returned the device for service to baxter for a reported condition of "low flow rate." No add'l contact info was provided.

Manufacturer narrative:
Customer reported there were no deaths or patient injuries associated with this report.